Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and unintended movement were unable to be confirmed. The reported positioning failure and difficult or delayed positioning could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single gripper actuation could not be conclusively determined. The reported unintended movement appears to be related to procedural conditions (m knob adjusted too much and resulting in unwanted lateral movement). The reported positioning failure and difficult or delayed positioning are related to challenging patient anatomy (restricted posterior leaflet, thin leaflets, interaction with coumadin ridge). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, and thin leaflets. A mitraclip ntw was inserted, and grasping was performed. However, difficulties grasping the leaflets occurred. It was noted that while positioning the clip, too much m knob was taken off, so the clip moved too lateral. It was also noted that the clip had become caught on the coumadin ridge. Troubleshooting was performed and the clip was able to be removed. The clip was removed from the patient. While outside the patient, the device was tested. However, it was observed the one of the grippers was not functioning as intended. It was noted that it was unclear if the gripper was working while inside the body. The procedure was completed with no clips implanted. The mr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.